Event description:
It was reported that the distal tip of the quick turn driver broke off intra-op. The surgery was successfully completed using another driver. No adverse consequence to patient was reported.

Manufacturer narrative:
Correction: lot # corrected to 14g999. Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection of returned product. Manufacturing files were reviewed and no anomalies were found. The instrument was revealed to be approximately 2.5 years old. A materials analysis report on a previous complaint revealed that the hardness and material chemistry were in accordance with the print. Conclusion: the probable root cause of the tip deformation is the age and usage of the instrument.

Event description:
It was reported that the distal tip of the quick turn driver broke off intra-op. The surgery was successfully completed using another driver. No adverse consequence to patient was reported.